Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31185048l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required arterial line placement. Transseptal puncture was performed with rf (radiofrequency) needle. Ablation was performed. Pericardial effusion was confirmed by a body surface echo after completion of the procedure. This was the 2nd procedure for paroxysmal atrial fribrilation (paf). Pv gap - right inferior pulmonary vein (ripv), cavotricuspid ishmus (cti), and superior vena cava isolation (svci) were performed. There were no steam pop or changes in vitals during the procedure. Since the pericardial effusion was noticed after the completion of the procedure, the used devices were discarded and not returned. Pericardial effusion was confirmed by body surface echo at the end of the procedure. The patient remained in the catheterization room for approximately 30 minutes after the pericardial effusion was noticed. After 30 minutes, it was confirmed that there was no increase in pericardial effusion, an arterial pressure measurement line was inserted, and the patient left the room. No abnormalities were observed prior to or during use of the product. No extension of hospitalization schedule occurred. No drainage was performed. Physician's opinion on the relationship between the event and the product is that there was no causal relationship with the products used. The physician believes the adverse event was due to the patient's medical condition. The patient has fully recovered. Correct settings were used on the devices. No error messages were observed on biosense webster equipment during the procedure.